Manufacturer narrative:
The subject device was received and evaluated . Device evaluation the following were noted: initial leakage and electrical safety tests were performed , the following were observed: a leak found at knobs, leak found at key top 1. Technical investigation was performed and noted the device channel tube blocked. The device suction cylinder blocked with foreign material. Furthermore, the following defects were identified during device inspection: light guide (lg ) lens cracked, connecting tube buckling, universal cord buckling, protector unit shaved. Image guide (ig) protector has a cut. The camera ( ccd) lens cracked and the switch 1 ( sw 1) found corroded. Due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value. Adhesive on a-rubber has a discolored area. S-cylinder has discoloration. Grip is shaved. Device evaluation found the channel tube blocked, foreign material found blocked in the suction cylinder. The reported issue of "obstruction of the suction channel on the handpiece side" could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of 'obstruction of the suction channel on the handpiece side", found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign material blocking the suction cylinder . This report is being submitted for foreign material found on the device suction cylinder (problems related to reprocessing, insufficient reprocessing ).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign object in suction cylinder could not be identified and the root cause could not be determined, as there was no additional information provided. Olympus will continue to monitor field performance for this device.

Event description:
Addition information/clarification received from the customer: -the problem was found during the procedure.